Event description:
A call was received through technical services reporting unipolar impedance of 266 ohms bipolar and 176 ohms unipolar. It was suspected that this was insulation related. Follow up with a hcp indicates that lead replacement is scheduled due to the impedance readings. No patient complications are associated with this event. Additional information received on the device indicates the lead was eventually capped and replaced in 2009.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Corrected explant date.